Manufacturer narrative:
(B)(4).it is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance that the chamber of the clearlink continu-flo set with control-a-flo will fill up but fluid will not pass out of the chamber into the remainder of the tubing. "It's like the tubing is sealed shut from the chamber." There was no patient injury or medical intervention reported. No additional information is available. This is report 1 of 3 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.